Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-03360. It was reported the patient was not receiving effective stimulation. The patient underwent surgical intervention to explant the entire scs system on (B)(6) 2016.